Event description:
The wife of a (B)(6) old male patient called zoll lifecor customer support to report that the patient is getting "add gel" messages. Customer support had reviewed the patient's download, which revealed two "gel previously released" messages. The patient stated that there was no blue gel on the garment. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon receipt, no gel was released or leaking from the belt. It was discovered that the electrode belt had broken wires in the distribution node. The constant "add gel" alarms experienced by the patient were caused by broken gel-fire lines in the distribution node. The root cause of the broken wires cannot be positively identified. Once the wires were reattached, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.